Event description:
The customer reported that the jaws of the device became jammed during a laparoscopic colectomy. There was no pt injury. The site has indicated that no further info is available.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.